Event description:
This spontaneous case from united states was received on 26-dec-2017 from patient's relative this case concerns a (B)(6) male patient who initiated treatment with synvisc one and on the same day could not get out of bed for 3 days, had difficulty walking, lot of swelling/ knee is the size of a small basketball, was in lot of pain, could not bear any weight on the knee, cannot straighten knee; after unknown latency had fever of maybe 101 degrees, also, device malfunction was identified for the reported lot number. No medical history, previous medications and concomitant medications were reported. Patient had type 2 diabetes. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once for left knee osteoarthritis. On the same day, he had lot of swelling, pain, and difficulty walking. He could not straighten his knee, could not bear any weight on the knee, and was in lots of pain and he used a stick to walk. When he got home, he got into bed and the symptoms started right away. He did not get out of bed for three days after that (onset: (B)(6) 2017; latency: same day). He still had swelling. The swelling can be seen through his pant leg. His knee is the size of a small basketball. He had a fever of maybe 101 degrees (onset: 2017; latency: unknown). Corrective treatment: uses a stick to walk for difficulty walking; not reported for others outcome: not recovered for all events seriousness criteria: disability for could not get out of bed for 3 days and device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment dated 03-jan-2017: this case concerns a male patient who received synvisc one injection from the recalled lot for left knee osteoarthritis and had lot of pain, swelling, difficulty walking, could not straighten knee and bear any weight on it and was not able to get out of bed for 3 days. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This spontaneous case from united states was received on 26-dec-2017 from patient's relative. This case concerns a (B)(6) years old male patient who initiated treatment with synvisc one and on the same day could not get out of bed for 3 days, had difficulty walking, lot of swelling/ knee is the size of a small basketball, was in lot of pain, could not bear any weight on the knee, cannot straighten knee; after unknown latency had fever of maybe 101 degrees, also, device malfunction was identified for the reported lot number. No previous medications and concomitant medications were reported. Medical history included bladder cancer and colon cancer. Patient had type 2 diabetes. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once for left knee osteoarthritis. The patient received the injection which came from contaminated batch. The patient did not visit the emergency room. On the same day, he had lot of swelling, pain, and difficulty walking. He could not straighten his knee, could not bear any weight on the knee, and was in lots of pain and he used a stick to walk. When he got home, he got into bed and the symptoms started right away. He did not get out of bed for three days after that (onset: (B)(6) 2017; latency: same day). He still had swelling. The swelling can be seen through his pant leg. His knee is the size of a small basketball. He had a fever of maybe 101 degrees (onset: 2017; latency: unknown). Corrective treatment: uses a stick to walk for difficulty walking; not reported for others outcome: not recovered for all events. Seriousness criteria: disability for could not get out of bed for 3 days and device malfunction a global pharmaceutical technical complaint was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Additional information was received on 29-dec-2017. The global ptc number was added. Text amended accordingly. Additional information was received on 25-jan-2018 from patient's daughter in law. Medical history was added. Clinical course was updated. Text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 25-jan-2018: follow up information did not change the previous case assessment. This case concerns a male patient who received synvisc one injection from the recalled lot for left knee osteoarthritis and had lot of pain, swelling, difficulty walking, could not straighten knee and bear any weight on it and was not able to get out of bed for 3 days. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Could not get out of bed for 3 days [bedridden] . Device malfunction [device malfunction] . Difficulty walking [difficulty in walking] . Fever of maybe 101 degrees [fever]. Could not bear any weight on the knee [weight bearing difficulty] . Lot of swelling/ knee is the size of a small basketball [swelling of l knee] . In lot of pain/residual pain [knee pain] . Cannot straighten knee [stiff knees]. Knee aspirated [effusion (l) knee]. Case narrative: this spontaneous case from united states was received on 26-dec-2017 from patient's relative. This case concerns a 79 years old male patient who initiated treatment with synvisc one and on the same day could not get out of bed for 3 days, had difficulty walking, lot of swelling/ knee is the size of a small basketball, was in lot of pain, could not bear any weight on the knee, cannot straighten knee, knee joint was aspirated (latency: 1 month 26 days); after unknown latency had fever of maybe 101 degrees, also, device malfunction was identified for the reported lot number. Patients medications included acetaminophen (tylenol), amlodipine (norvasc), cyanocobalamin (vit b12), docusate (colace), glimepiride (amaryl), hydrochlorothiazide (hydrodiuril), multivitamin, omega-3 fatty acids/fish oil, oxybutin (ditropan) and sodium polystyrene (kionex). Medical history included bladder cancer, colon cancer (diagnosed in 2007), type 2 diabetes (diagnosed in 2000), macular edema, diabetic retinopathy, osteoarthritis, hyperlipidemia, gout, hypertension, microalbuminuria. Surgical history of cholecystectomy was also reported. Family history of the patient included type 2 diabetes (both his parents, son and maternal aunt), patients father had myocardial infarction and patients sister had cancer. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once for left knee osteoarthritis. The patient received the injection which came from contaminated batch. The patient did not visit the emergency room. On the same day, he had lot of swelling, in a lot of pain/residual pain and difficulty walking. He could not straighten his knee, could not bear any weight on the knee, and was in lots of pain and he used a stick to walk. When he got home, he got into bed and the symptoms started right away. He did not get out of bed for three days after that (onset: (B)(6) 2017; latency: same day). He still had swelling. The swelling can be seen through his pant leg. His knee is the size of a small basketball. He had a fever of maybe 101 degrees (onset: 2017; latency: unknown). On (B)(6) 2017, the patient reported to kernodle clinic, where upon admission his vitals were tested. A comprehensive 14-point ros was performed. General physical exam of the patient revealed no distress, the patient was well nourished and well developed; no edema, swelling or tenderness was noted; the heart rate and rhythm were normal. The musculoskeletal examination revealed that the patient had mild varus attitude to his left knee and a mild peripatellar tenderness was noted. Radiographic analysis of the patients knees revealed a fairly severe degenerative arthritis of medial compartment with virtual bone-on-bone pathology. After conducting thorough examination, the patients left knee joint was aspirated (latency: 1 month 26 days) from the lateral aspect. The superolateral aspect of the knee joint was anesthetized with 1% xylocaine, knee was aspirated from lateral approach and a serosanguineous fluid was obtained and was sent for testing. The physician stated that the patient may need a total knee replacement although there is some potential that a medal compartment makoplasty may be more appropriate. On(B)(6) 2018, the lab reports revealed that the result was normal and no infection was detected. On (B)(6) 2018, the patient reported to kernodle clinic for a follow up on his left knee. The patient reported that his pain is precipitated and aggravated by weight bearing activities and he has weakness in his lower extremities and discomfort in his knees. The patient reported to have tried steroid injections and viscosupplement injections but without any significant pain relief. The physician stated the patient will most likely be a candidate for total knee replacement. Corrective treatment: uses a stick to walk for difficulty walking; not reported for others. Outcome: unknown for knee was aspirated; not recovered for all events. Seriousness criteria: disability for could not get out of bed for 3 days and device malfunction. A global pharmaceutical technical complaint was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Additional information was received on 29-dec-2017. The global ptc number was added. Text amended accordingly. Additional information was received on 25-jan-2018 from patient's daughter in law. Medical history was added. Clinical course was updated. Text amended accordingly. Additional information received on 06-jun-2018 from healthcare professional. Event of knee aspirated added with details. Medical history and family history added. Concomitant medications added. Verbatim updated for in a lot of pain to in a lot of pain/residual pain. Clinical course updated. Text amended accordingly.